Event description:
It was reported that the patient experienced recurring urinary incontinence with the artificial urinary sphincter (aus), consisting of a 4.5 cm cuff, pump, and balloon. The physician suspected that urethral atrophy, or a possible leak in the aus as the source of the recurring incontinence. A 4.0 cm cuff was implanted. No further complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event: updated with additional information. Implant date recorded.

Event description:
It was reported that the patient experienced recurring urinary incontinence with the artificial urinary sphincter (aus), consisting of a 4.5 cm cuff, pump, and balloon. The physician suspected that urethral atrophy, or a possible leak in the aus as the source of the recurring incontinence. The previous aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump, and balloon. No further complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the explanted aus was implanted on (B)(6) 2018. The serial and lot numbers of the explanted device components were also provided.